Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, chest pain occurred. Approx 2 years later, the pt also experienced hives. The physician implanted a 2.75x16mm taxus express2 drug eluting stent in an unk location. The pt experienced "severe chest pain during and immediately after" her stent procedure. She reported that she "can't even walk across the street without a nitroglycerin tablet" and she "takes the highest dose of m-dur available" and she has shortness of breath. She also reported that approx two years post her stenting procedure, she began experiencing hives, for which she has received treatment. Further info has been requested, but has not been received.